Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited suture sleeve tie down anomaly. The physician used five sutures to secure the lead. The procedure was completed successfully. The patient experienced no adverse consequences and was in stable condition during post operation check.